Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2018-03-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 2017-03-31. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2018-03-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: 2017-03-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had two unexpected power loss events and one of the patient's batteries depleted and was not replaced, leading to a critical battery alarm, and the ventricular assist device (vad) stopped. The patient subsequently expired.

Event description:
It was further reported that when emergency medical services arrived there was no power connected to the controller.

Manufacturer narrative:
Product event summary: one controller and two batteries were not returned for evaluation. Log file analysis revealed two controller power up events, logged on 25-mar-2019 at 03:26:24 and on 27-mar-2019 at 07:28:14. The data point prior to the first loss of power revealed that bat552369 was connected to power port one with 24% relative state of charge (rsoc) and bat553053 was connected to power port two with 24% rsoc. The data point recorded after the first loss of power revealed a power adapter was connected to power port one and bat553053 was connected to power port two. The controller was without power for 10 seconds. The data point prior to the second loss of power revealed that bat553070 was connected to power port one with 22% rsoc and no power source was connected to power port two . The data point recorded after the second loss of power revealed that bat553070 was connected to power port one and no power source was connected to power port two. The controller was without power for 19 seconds. Following the second controller power up event, bat553070 was allowed to deplete to below 10% rsoc, triggering one critical battery alarm at 08:08:24. The controller then lost power again at 08:08:42; an associated controller power up event was logged at 09:00:26. The controller was without power for 51 minutes and 44 seconds. A vad disconnect alarm was subsequently logged at 09:00:33, indicating that the controller was likely powered up without the driveline connected. Several additional controller power up events and vad disconnect alarms were logged, likely during troubleshooting. As a result, the reported event was confirmed. The most likely root cause of the critical battery alarm event can be attributed to the patient allowing the battery to deplete below 10%. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: bat553070 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19 d4: serial or lot#: bat552369 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: of note, it was reported that no power sources were connected to the controller when emergency medical services arrived. If information is provided in the future, a supplemental report will be issued.